Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 19 mmol/l (342 mg/dl) while wearing the pod. When removed, the patient reported that the hard needle was still visible through the cannula, indicating it did not retract back into the pod as intended. As treatment, a new pod was placed.

Manufacturer narrative:
The pod was received fully deployed with the needle fully retracted. No damages or deficiencies to the needle mechanism were observed that could have contributed to the reported needle mechanism failure. No damages to the environmental seal or bottom housing were observed. The needle mechanism was manually reset to a non-deployed state, and then redeployed using the lock and load fixture. The needle mechanism was observed to deploy as intended. The cause of the reported needle mechanism failure could not be determined.